Event description:
The customer reported getting etco2 error messages and an inability to obtain readings during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported getting etco2 error messages and an inability to obtain readings during a pt event. There was no negative pt impact. The electronic event summary was not available for review. The device was evaluated at philips. The symptom was duplicated. The etco2 module was replaced to resolve the issue. The device passed testing and was returned to the customer.